Manufacturer narrative:
It was reported that the patient was raised from the wheelchair by the lift and repositioned/shifted in the sling by grabbing the lift bar resulting in the sling unhooking from the lift and the patient falling onto the ground. The patient hit their head on the lift leg and sustained a laceration to the head. The onsite nurse evaluated the patient and noted a laceration to the back of the head. The patient was transported to the emergency department and 11 sutures were applied to close the laceration. The patient was sent home the same day and instructed to follow up with their primary doctor for suture removal in 7 days. The patient is reportedly doing fine. No additional information is available. The sample was returned to for evaluation however no definitive root cause was able to be established. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was raised from the wheelchair by the lift and repositioned/shifted in the sling by grabbing the lift bar resulting in the sling unhooking from the lift and the patient falling onto the ground.